Event description:
A zoll distributor returned a electrode belt sn (B)(4) indicating that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the test failure was isolated to open connections at pins 4, 18, 19, and 21. The root cause for the open connections was unable to be positively identified. No adverse event resulted from the defective electrode belt.